Manufacturer narrative:
This is a report of a use error in which the patient did not sufficiently tighten the patient line connection, resulting in disconnection and air in line (system error 2240). Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it provides step-by-step instructions for properly connecting the patient line to the transfer set. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy. This event occurred during drain one. The patient was not connected to the homechoice at the time of the alarm. The patient stated that they became disconnected from the patient line due to a loose connection to patient line. The peritoneal dialysis registered nurse stated the patient did not make a tight enough connection which caused the system error 2240 alarm. The pdrn also verified that there was no issue with the transfer set or the patient line. The pdrn stated since then therapy has been going well. The technical service representative (tsr) had the patient cycle power until the alarms cleared and advised the patient to start over with new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.